Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and chest pain. Remote transmission data noted the right atrial (ra) lead exhibited intermittent atrial under sensing. It was also reported an atrial pace occurred due to the undersensing, followed by rwave within blanking period, follow by implantable pulse generator (ipg) ventricular paced on rwaves. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.